Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a power on reset (por), after which it was unable to be interrogated. It was also reported that the icm experienced marginal wireless telemetry. The icm remains in use. No patient complications have been reported as a result of this event.